Event description:
During implant, the physician noted the guidewire could no longer be moved in the lead. The lead was explanted and replaced to completed the procedure. The patient was in stable condition. Further information was requested but not yet received.

Manufacturer narrative:
The reported field event of inability to move the guidewire in the lead was confirmed in the laboratory due to isolated to the polytetrafluoroethylene (ptfe) coating of the guidewire obstructing the inner coil lumen near the distal region of the lead, consistent with damage occurring at the time of procedure.